Manufacturer narrative:
Selenia dimensions: system jolting during tomo sweep. On (B)(6) 2024, it was reported that the system was jolting during the tomo sweep. The field engineer (fe) was dispatched to the customer site and replaced the vertical travel assembly (vta) bolts to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were not returned for investigation. The vta bolts were on the system for 2097 days. The vta bolts were not returned for further investigation. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and four complaints related to loose vta bolts were found. On (B)(6) 2024, vta shaking was reported. The fe was dispatched to the customer site, applied loctite to the vta bolts and retightened them. On (B)(6) 2024, the customer reported that the system was jerking during the tomo sweep. The fe returned to the customer site and tightened the vta bolts. On (B)(6) 2024, it was reported that the system was jolting during the tomo sweep. The fe returned to the customer site and replaced the vta bolts to resolve the issue. The issue has not recurred since the bolts were replaced. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR. Per the discrepancy, the system was chugging during c-arm rotation in both directions. The worm gear was adjusted and the system retested without issues. System product code: sdm-00001-3d, serial number: (B)(6), manufacture date: 06-20-2012, system installation date:(B)(6) 2019, unique device identifier (UDI): (B)(4).

Event description:
It was reported that on (B)(6) 2024, during a selenia dimensions procedure, the customer reported that the machine was jolting during tomo. A field engineer examined the equipment and it was determined that the bolts on the back of the vta were examined to be loose, so they were replaced with new longer threaded bolts and loctite. The equipment was repaired and met the manufacturer´s specifications. No patient injury or staff reported. No other information available.